Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery appendectomy, the device did not fire. The device loaded properly, but only stayed on for about 5 minutes then it went blank. Appeared that it ran out of battery power. Another device was used in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture, however, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the report from the chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of 'unable to articulate'. The most probable root cause of the incorrect reading is due to a design error with the chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Powered handle was received in good condition with a completely depleted battery. It was connected to mcp superlight, while placed on a single bay charger, re-order code sigsbchgr, running charger software, limited to 20% charge capacity to download handle log files. After being on the charger for a sufficient amount of time to download the logs the powered handle started up normally with the ready to use screen and piezo sound. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind. This was followed by a system clock reset indicating power had been interrupted causing the system to unexpectedly shut off. All three symptoms using engineering powered handles were successfully recreated; low voltage or external pin startup, system logs ending with no re-start command, and system clock resets. The root cause of the complaint condition was found to be incorrect rsoc reporting by the texas instruments bq30z554-r1. Engineering report documents the root cause investigation which found large discrepancies between bq reported rsoc and the actual state of charge as calculated from battery voltage. The corrective action to change to rsoc calculated from battery voltage is documented. If information is provided in the future, a supplemental report will be issued.